Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements and a lead safety switch (lss) was triggered. In addition, noise oversensing was noted in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a lead revision procedure was performed, and a lead fracture was found, subsequently, this rv lead was explanted. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
This report is being submitted to correct the h6 device code first row.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements and a lead safety switch (lss) was triggered. In addition, noise oversensing was noted in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a lead revision procedure was performed, and a lead fracture was found, subsequently, this rv lead was explanted. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements and a lead safety switch (lss) was triggered. In addition, noise oversensing was noted in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a lead revision procedure was performed, and a lead fracture was found, subsequently, this rv lead was explanted. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.